Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not x-ray. No pt injury was reported.